Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, a 3.5 cannulated screw was placed over the guide wire. The screw was then screwed in, becoming blocked or stuck over the guide wire and unable to be advanced or reversed. The specialist then decided to completely remove the guide wire and screw. After several maneuvers, they were able to be removed, and they came out together, not separated. Another guide wire and screw were then inserted without any problems, thus completing the surgery successfully, without discomfort for the specialist, without affecting the patient, and without altering the surgical time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the cannscr ø3.5 full-thr l42 sst was assemble with the mating device, however, it is not possible to confirm the poor interaction between the devices, as the analysis is based on photography. Therefore, the complaint allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cannscr ø3.5 full-thr l42 sst would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 205.242. Lot # 9053542. Manufacturing site: werk mezzovico. Manufacturing date: 09 aug 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.